Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Subsequently, the pump became unresponsive and is unable to be turned on. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy. Multiple follow up attempts have been made to complete troubleshooting with the customer. However, no additional information was provided.